Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump did not pass high pressure test. Customer¿s blood glucose was unknown and customer stated that customer had high as well as low blood glucose. Customer mentioned that insulin pump did not alarm insulin flow blocked alarms and was delivering meal bolus. Customer was advised to revert to back up plan. Insulin pump will be returned for analysis.